Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the lad. It was reported the patient suffered non q wave mi (target vessel) 3rd udmi. It was reported the myocardial infarction occurred in the lcx and loss of side branch was observed. The patient recovered. The investigator assessed the event as causally related to the index device but not related to anti-platelet medication.